Event description:
Laparoscopic hysterectomy, tripolar cautery malfunctioned. Surgeon used endo-gia's to aid with transection & then completed procedure vaginally. No pt damage. Pt needed to be transfused because of bleeding (1000cc).